Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain at lead site. It was also reported that the patient had loss of efficacy due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.